Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the tome was passed down the scope it come out with an incorrect orientation. Also, the orientation of the cutting wire was incorrect with respect to the plastic tip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3009 captures the reportable event of cutting wire orientation. Block h10: the returned jagtome rx 44 was analyzed, and a visual evaluation noted that the working length was twisted in the proximal and distal sections. A functional evaluation noted that the initial orientation when the device exited the endoscope was incorrect due to the working length being twisted. No other problems with the device were noted. The reported event was confirmed. Upon analysis, it was found that the working length was twisted causing an incorrect orientation of the device. Based on the condition of the device, the wire orientation problem could have been generated during manipulation of the device or due to the interaction with the endoscope during introduction. Additionally, the working length could have twisted upon multiple attempts to rotate the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt, and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the tome was passed down the scope it come out with an incorrect orientation. Also, the orientation of the cutting wire was incorrect with respect to the plastic tip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.